Event description:
This letter is to inform you of this adverse event as the suspect device, st. Jude sro sheath is not manufactured or imported by biosense webster, inc. Event description: it was reported by the caller that while advancing the long sheath into the right atrium the physician noticed there was a clot on the tip of the sro sheath. The caller stated that they had been mapping the right atrium of the heart for about 45 minutes, and the physician was getting ready to go transseptal when they noticed the clot the soundstar catheter was used to confirm the clot and location. There had been no ablation performed. The procedure was aborted at that time. Per the caller, there was no patient consequence. The catheter is not available for return. Per the caller, the physician thinks that the clot was caused by the patient's condition. The caller stated that there was a lot of "smoke" seen on the echocardiogram before the procedure started. Other bwi products used: soundstar and stsf catheter. Total fluid: 100 ml total mapping time: 45 minutes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).